Event description:
Reportedly, the operative notes stated that, "the stapler pushed the lung out of the way as it was firing and misfired and resulted in an incomplete staple line which bled from a pulmonary artery". "Pt held pressure and pt was able to (release) it after 2 minutes of pressure. Pt then used the heartport instruments to place a 3-0 chromic on the needle to close it". According to the account, the 60 mm sulu was in use at the time of the incident, while a 45 mm sulu was used after the bleeding was controlled to complete the case.